Event description:
Additional information was received on 27aug2019. A pre-deployment angiogram was performed. Multiple sticks were no performed to gain arterial access. The posterior wall was not punctured. There is a direct allegation from the clinician that the reported device contributed to the event. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a5, a6, b5, and to provide the completed investigation results. A correction to section b7 has been made, the patient was reported to be a tobacco user, and was inadvertently not provided in the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - only birth year provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after a right femoral artery puncture, the involved 6fr angio-seal device was used for vessel closure. The operation process was smooth. After 5 minutes of slight blood oozing, pressure was applied to stop bleeding. The patient was in stable condition. Bleeding occurred in the procedure room.